Event description:
It was reported that when disconnecting the pump from the patient the bag seems saturated/wet and there was a notable residue on the pump. It is unknown if there was an issue with the pump or its delivery system. Cstd was used to fill the cassette. Pump was not used to prime the extension tubing. Patient was affected. Device is available for return. No credit or replacement requested. Pictures in complaint and investigation. Continuous infusion rate: 2.2ml/hr. Reservoir volume: 100ml. Given: unknown. Air detector (on/off): off. Upstream sensor (on/off): off. Length of infusion: 45.5 hr. Lock level: ll2

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. Two (2) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received. Photo one shows an unknown extension set attached to two unknown connector inside a biohazard bag; in the image two red arrows point to sections of the extension set which appear to be deformed. Photos two shows a close-up of the male luer connector attached to an unknown device; the connector is observed to be damaged representative of being melted. The reported failure mode, delivery accuracy, is not confirmed. No lot number was provided, therefor no device history report (DHR) review could be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.